Manufacturer narrative:
Additional information: on november 18, 2020, mentor became aware that the impacted products were actually implanted during a breast augmentation revision and not a primary breast augmentation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 375cc mentor memorygel breast implants and experienced bilateral baker grade IV capsular contracture and device extrusion on the right side postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020 and device replacement with a 375cc mentor memorygel breast implant, catalog number 3503754bc on the right side on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on november 10, 2020, mentor became aware that the patient underwent unilateral device replacement with a 375cc mentor memorygel breast implant, catalog number 3503754bc, serial number (B)(6) on the right side on (B)(6) 2020. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).